Manufacturer narrative:
Correction to h11 in the initial submission: remove reference to ", and excess solvent was observed" (this was not identified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: the cause of the condition could not be determined. Since no manufacturing deviations were identified, the potential causes are improper assembly method (excess of solvent or insertion process) or due to an excessive force applied to the tubing during the assembly process (coiling) or use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated from the bottom y connector. This was observed during use with an infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 15, 2025 ¿ april 16, 2025. H11: the device was received for evaluation. A visual inspection was performed, and the tubing separated from the third y-site in the upstream part was observed. Solvent was applied uniformed in the tubing, and excess solvent was observed. The insertion of the tubing into the third y-site clearlink is according to specification. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.